Manufacturer narrative:
Please check the attached file to see our final results of device evaluation. (B)(4).

Event description:
It was reported the knee was infected, so the surgeon washed it out and exchanged the insert.